Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was torn 8mm circumferential and longitudinally pulled over tip. There were numerous kinks throughout the catheter. The burst section most likely became caught on the lesion or another device during withdrawal from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and non-calcified vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and non-calcified vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.